Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 3.00x24mm taxus liberte stent was advanced to the severely tortuous mid right coronary artery (rca); however, the stent was unable to cross the lesion. It was noticed that the shaft of the device was kinked and the device fractured into two pieces 20cm from the hub on the distal side outside the patient. The physician successfully removed the device and the procedure was completed with another of the same device. No patient complications were reported with the patient's current condition listed as "good".